Manufacturer narrative:
All available information indicates that these products remain in service. Event clarification and resolution was requested. It was later reported that this ventricular lead had dislodged which resulted in the previous allegations. The lead was successfully repositioned without issue. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
New information notes the right ventricular thresholds have risen.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) oversensed which resulted in an unnecessary shock to this patient. There was discussion with technical services of possible causes. It was later discovered that this device had been programmed to other than monitor + therapy. No adverse patient effects were reported.